Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device would continually reboot by itself. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continuously rebooting (inop) was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the computer module (som) located on the control board.